Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 407 mg/dl. Customer's blood glucose at time of call was 123 mg/dl. During troubleshooting, device passed the high pressure test. After troubleshooting, customer agreed to return the device for analysis.